Event description:
It was reported to medtronic neurosurgery that the doctor found the product¿s discharge hole was occluded when the device was tested. According to the report, the doctor used a new device to complete the surgery. Reportedly, the patient¿s current status is normal.

Manufacturer narrative:
The returned device was patent, however, it did not meet the requirements for the leak test due to multiple cracks on one luer arm of the zero reference line stopcock. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. (B)(4).